Event description:
It was reported that an unspecified one-link access set leaked. The issue was further described as, the set was connected to the central line with a non-baxter stopcock. The set leaked around the stopcock, which prevented the patient from receiving the infusion. Additionally, an unspecified non-baxter pump failed to alarm, allowing the transfusion to continue while the patient was not receiving the medication. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in july 2025. D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.